Event description:
On 14-aug-2025, the user reported that their ilet touchscreen was unresponsive and frozen on the lock screen. Troubleshooting steps, including charging and restart attempts, did not resolve the issue. The user¿s blood glucose was not affected, and a replacement device was arranged. No medical intervention required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.